Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the vest, model 105 ble power cord had copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event. The reporter did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.